Event description:
It was reported that the patient passed away. The cause was unknown. The pump would not be explanted and an autopsy would not be performed. The device parameters were within normal limits. The outcome was reported as not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.